Manufacturer narrative:
With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Gi bleeding is a known inherent risk associated with use of the device. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment & device-required therapy and patient comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available.

Event description:
It was reported by the clinical study database that this patient was admitted for treatment of suspected gastrointestinal (gi) bleeding. The patient was transplanted on (B)(6) 2016. No further information was provided.